Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 discrepant results were obtained. A repeat test was performed. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer works with a school district and 2 employees have tested. They both first tested and it was positive than negative."

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer took two¿ bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿ tested positive and tested again and received a negative result .¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 2 discrepant results were obtained. A repeat test was performed. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer works with a school district and 2 employees have tested. They both first tested and it was positive than negative."